Manufacturer narrative:
During the onsite investigation, the service tech replaced the tft monitor. Root cause was identified as a faulty monitor. (B)(4).

Event description:
Customer reports the monitor failed, there was no image. No pt harm was reported and no further info was provided.